Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insufficient scope reprocessing/scope reprocessed in oer-6 with an expired water filter could not be determined, however, the issue was likely due to the facility/user not reading or following the instruction manual carefully, resulting in mismanagement of the water filter replacement. The event can be detected/prevented by following the instructions for use which states: chapter 7 section 3 replacing the water filter (maj-2317) the recommended replacement period in the instruction manual is to periodically replace the filter at least every two months olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) medical corporation (nothing due to character limit). The device was not returned to olympus, and is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed an e81 during reprocessing with the oer-6 (olympus endoscope reprocessor). When an olympus representative (rep) visited the site for repair, they removed the installed three-way valve and the hose from the inside (from the water filter). There was a black, mold-like foreign substance found at the connection of the water filter which had not been replaced since it was installed. And the same had been used for about two and a half years. There was no report of patient harm. This report is linked to the following patient identifiers .(B)(6) .